Manufacturer narrative:
The device was returned to the service center for evaluation. The customer¿s complaint of ¿ foreign material on the groove or gap of the scope¿s distal end¿ was not confirmed. A boroscope was used and no foreign material was found on the biopsy channel. The scope¿s switch #1 was found cut and a big chip was noted on switch# 2. The forceps raiser was checked and noted to be flexing back. The scope¿s image was checked and found to be normal. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that a foreign material on the groove or gap of the scope¿s distal end. The customer reported there was a stent stuck in the scope. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. The legal manufacturer provided the following possible cause for the reported event are presumed as follows: the cause cannot be determined since sale business center device inspection could not confirm the suggested events. The legal manufacturer presumed the following from past complaints and investigation results. Foreign material on gap at distal end: due to insufficient reprocessing or not performing pre-cleaning immediately after procedure, patient debris adhered to device. The debris could not be removed by reprocessing. Stent stuck within channel: the stent was not a compatible endo therapy accessory. The endo therapy accessory was not handled properly. IFU(reprocessing manual) says about detailed reprocessing method around forceps elevator including the elevator itself in 3.5 manual cleaning brushing around the forceps elevator and instrument channel outlet. Reprocessing under the forceps elevator is described as below; while holding the distal end, insert the soft brush or the channel-opening cleaning brush (mh-507) or single use channel-opening cleaning brush (maj-1339) into the interior of the forceps elevator. Turn the inserted brush once, then pull it out. Brush both sides of the forceps elevator using the soft brush or the channel-opening cleaning brush (mh-507) or single use channel-opening cleaning brush (maj-1339) . Note: using the single use soft brush (maj-1888, sold separately) simplifies the cleaning procedure around the forceps elevator . Foreign material can be detected since IFU(operating manual) says to inspect around forceps elevator prior to use in 3.2 inspection of the endoscope. Compatible endo therapy accessories are listed in IFU(operation manual) combination equipment: compatible endo therapy accessories. The legal manufacturer confirmed via DHR that the device was shipped out, satisfying specifications.